Event description:
On 1/3/97, the MFR received a response to a device tracking polling letter. The response states that infection set in around the device and the device was explanted on 9/23/96. This report is secondary to MDR 1219454-1996-00375 which was filed for inadequate pain relief.